Event description:
It was reported that during a recent review of device longevity of from (B)(6) 2021, a decrease in the longevity estimation was observed, compared to the longevity estimation seen in june of 2021. The cardiologist reported the patient died on (B)(6) 2021. The cause of death is currently unknown and there is no information indicating this longevity discrepancy caused or contributed to the passing of the patient. Further information was requested but is not yet available.